Manufacturer narrative:
The track rail involved in this complaint is a linear kwicktrak rail supported by anchor points. The hardware structure used to attach these attachment points was made of steel. The system is placed under the suspended ceiling. Arjohuntleigh received the customer complaint indicating that during the transfer of resident using the v4 ceiling lift, (that was attached on installation rail), a slight movement of the installation was observed by the customer. According to the information provided by the customer, one out of five anchors on which the rail was installed failed. No track detachment occurred as it was still supported by four another anchor points. Following the information provided to us, the ceiling track returned to its initial position after the load was released. In this case, caregiver was able to complete the transfer without further issues. Neither injury nor harm was reported. When reviewing reportable complaints registered during the last 5 years, we have found a limited number of cases related to unstable installation caused by faulty hardware structure dedicated for un-portable ceiling lifts. We have been able to establish that compared to the amount of sold devices and in comparison to their daily use the occurrence rate observed for reportable complaints is very low. No trend is observed. After the incident, the device was moved through the arjohuntleigh inspection where no fault was found within the installation. It was confirmed that the track was supported by hardware connecting points (five anchor points) as per intended. In order to confirm proper working condition of the rail hardware, the loading test was performed (all the brackets were loaded at 750 lbs each). No technical deficiency was found. Reported "slight track movement" could not be replicated. In addition, it was established that the involved track was installed by bhm company in march of 2010 and since then no maintenance or servicing has been performed as per recommended in the instruction for use (001.14000 rev.8). In light of collected information, it seems most probable that the movement observed by the customer could have occurred due to slight unwind of the ceiling lift strap. It needs to be emphasized that the length of the release of the lifting strap is very limited. In case of mechanical failure of the transmission of the lift during patient transfer, the automatic emergency brake would engage and will stop a strap from unwinding. Therefore the fall of the patient will be automatically stopped by the safety features incorporated into the device. This hypothesis (strap unwind) cannot be confirmed with a high degree of certainty because during the inspection of the involved v4 ceiling lift any problems with strap mechanism were observed. The technician found only problem related to worn battery, after replacement of this part, the device met its specification. This however is not related to the reported issue. For this reason failure of transmission mechanism can be excluded. Using the device as per its intended use and according to device instructions included in instruction for use (IFU) ensure that the product remains within its original manufacturing specification. It will be recommended to remind the customer of a necessity to conduct installation system maintenance as per instruction for use which is delivered with each ceiling lift device. Although no serious injury took place, we have reported this event to competent authorities in abundance of caution, due to initial allegation that installation was unstable during transfer of the resident. However, in the course of investigation and along with new information received after inspection (no fault was found within the installation nor ceiling lift which may be related to the reported issue), arjohuntleigh no longer find this event to compromise patient's or users safety.

Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusions of the investigation.

Event description:
On 12th apr 2017, arjohuntleigh received the customer complaint indicating that during the transfer of resident using the v4 ceiling lift, a slight movement of the installation was observed. The one of five anchors on which the rail was installed failed. In this case, caregiver was able to complete the transfer without further issues. Neither injury nor harm were reported. No track detachment occurred as it was still supported by four other anchor points. The ceiling track returned at initial place after the load was released.